Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient's grandmother reported that patient was admitted on (B)(6) 2024 with dka. The highest bg reported was 500mg/dl. During hospitalization patient received IV and fluids of saline and insilin as a corrective treatment. No further information available.